Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A photo was provided for evaluation. No sample was provided for further evaluation. Visual inspection of the picture does not clearly identify any particulates in port 4. The reported was not confirmed. The retained unit was subjected to a visual examination, occlusion testing, and vacuum testing per specification, all had passing results.   Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection.   We will maintain this report for further references and continue to monitor other reports for similar occurrences.   If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: we had a transfer set with a particulate that looked like plastic in port line number 4. The pharmacist detected the plastic particulate where the flex lines connect when priming the pump. No patient involvement.